Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following information has been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3504001bc" - field d4 for lot number has been updated to "5763497" - field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 16, 2021, device evaluation was completed. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. A second product was received (lot-5763497). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant was updated from january 1, 2007 to (B)(6) 2007 on this form under filed d6a as per manufacturing record evaluation (mre) completion device was manufactured on july 31, 2007. If updated date of implant is received, the information will be updated, and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and chest injury. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 400cc unknown gel implant and experienced breast implant rupture on her left side postoperatively due to chest injury. The patient underwent bilateral explantation and replacement with catalog number 3506004bc; serial number (B)(4) on the left side, and with catalog number 3506004bc; serial number (B)(4) on the right side on (B)(6) 2021.